Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that they obtained discordant results for ft4. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the wash probe was not seated correctly and there was kink in the tubing. The cse performed troubleshooting and the washing was correct and quality controls were acceptable. The customer reviewed the samples run on (B)(6) 2017 and determined that the repeat results were significantly different from the initial results. The customer contacted the ccc again due to the continuing issue. During a follow-up visit, the cse carried out a total service call and checked the bleach valves, which were functioning properly. However, as a precautionary measure, the valves were replaced. The cse then checked dispensing and aspirations from all the wash separation ports and determined that the re-suspended tubings 1 and 3 were connected to the wrong ports during the earlier service visit. The cse connected the tubings to the correct ports and verified dispensing. The cse also checked the probe positions and adjusted the cuvette bottom position. The cse fitted a new vertical movement guide and secured screw to the sample probe as the vertical move guide had fallen off the sample probe. The cse ran dark counts with cuvettes, which were within specifications. The cse also ran background tests and the relative light units were within acceptable range, indicating no contamination of acid, base water or wash 1. The cause of the discordant ft4, fer and vb12 results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant free thyroxine (ft4), ferritin (fer) and vitamin b12 (vb12) results were obtained on patient samples on an advia centaur xp instrument. The samples were repeated, resulting different from the results obtained on the initial run. Sample ids (B)(6) were repeated on an alternate instrument. It is unknown if the sample ids (B)(6) were repeated on the same instrument or an alternate instrument. The results from the initial run were reported to the physician(s) for sample ids (B)(6). The results from the repeat run were reported for sample ids (B)(6). The corrected results were reported to the physician(s) for samples ids (B)(6). There are no known reports of patient intervention or adverse health consequence due to the discordant ft4, fer and vb12 results.

Manufacturer narrative:
The initial MDR 2432235-2017-00282 was filed on (B)(6) 2017. Additional information april 26, 2017: a siemens headquarters support center (hsc) specialist reviewed the service report, which indicated that the re-suspend tubings for ports 1 and 3 were switched. The hsc specialist stated that this would leave liquid behind in the cuvette after a daily cleaning procedure as the cuvette that receives the cleaning solution for re-suspend port 1 would be in the position of re-suspend port 3 and vice versa. Therefore, the liquid would not be properly ejected into the cuvette waste after the cleaning sequence is completed. The liquid filled cuvette would potentially remain in the ring until routine sampling has begun at which point the patient sample would be added to the cuvette and may compromise the accuracy of the result. The assays that are performed on this analyzer do not use the re-suspend ports as part of their assay wash sequence so the number of tests affected by this scenario would be minimal. Only 2 single use cuvettes would be affected after each daily cleaning procedure after which they would be evacuated into the cuvette waste and not used again. The review of the service history for the analyzer indicated that there have been no further issues since the cse identified the switched re-suspend port tubings.